Manufacturer narrative:
This report is submitted on march 14, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment. Subsequently, the patient underwent a revision surgery (specific date not reported) in order to replace the abutment. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced bacterial infection over the abutment. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The patient was also placed under general anesthesia (specific date not reported) in order to perform a skin revision where the hypertrophic scar was excised. This report is submitted on april 12, 2022.